Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, no audible alarm received on the g6 mobile application was reported. The patient stated they had a seizure and was not alerted that they had an urgent low. The paramedics were called and was administered glucagon. The paramedics monitored the patient for 3 hours after treating them. Additionally, the patient reported that at the time of event, the did not hear audible alarms or alerts; however, they reported to have received alerts later on. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.